Event description:
It was reported via (B)(6) that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. In (B)(6) 2018, the patient underwent a 45 day follow-up procedure utilizing transesophageal echocardiogram (tee). Approximately 10 days later, a CT scan was also performed. The CT scan revealed the device was canted from the time of initial implant, but "still seems to be working."